Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023, a 12.6mm vticm512.6 implantable collamer lens of -8.0/1.5/68 (sphere/cylinder/axis) lens became stuck in the cartridge or injection system. There was patient contact with the patient's right eye (od). There was no patient injury. The lens was intraoperatively removed. The problem was resolved. Cause of the event is unknown.